Manufacturer narrative:
Initial.

Event description:
It was reported that a person using an ilet bionic pancreas experienced hypoglycemia after the dexcom g7 sensor had been disconnected from the ilet and then reconnected, at which point a continuous glucose monitor value of 66 mg/dl was displayed and a confirmatory fingerstick measured 68 mg/dl; the person ingested approximately 21 grams of fast-acting carbohydrates, waited 15 minutes, and a subsequent fingerstick measured 96 mg/dl. Symptoms included no reported clinical manifestations of hypoglycemia despite low glucose readings. Outcomes included resolution of the low glucose following oral carbohydrate treatment and home monitoring without the need for medical intervention. Investigation included customer counseling on appropriate treatment of low glucose, confirmation of sensor reconnection status, and verification of glucose values by glucometer. Investigation of this case revealed a low glucose event of unclear cause temporally associated with a period when the cgm sensor was not connected to the ilet, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.